Event description:
Concern that the bupivacaine in spinal tray is ineffective. Patient required additional spinal to be performed as the medication did not set. This is reported to have been happening with this tray.